Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply fuse was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe confirmed the system would turn on but would not boot to operable stage. There is no report of death or serious injury associated with this complaint.